Event description:
It was reported by svc report that the fowler could not be moved up or down and was stuck in the lowest position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler.